Event description:
It was reported that during an aortic valve dilatation procedure, when deflating a powerflex pro balloon catheter, blood was found inside the balloon. A leak was suspected. Customer checked outside of the patient, and no obvious leak was seen. A new device was opened and used to complete the procedure with a 5 minute delay. There was no adverse impact to the patient.

Manufacturer narrative:
(B)(4). It was reported that during an aortic valve dilatation procedure, when deflating a powerflex pro balloon catheter, blood was found inside the balloon. A leak was suspected. Customer checked outside of the patient, and no obvious leak was seen. A new device was opened and used to complete the procedure with a 5 minute delay. There was no adverse impact to the patient. No additional information, including vessel characteristics, is available. One non sterile catheter power flex pro 12.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appeared have been inflated. There were blood residues observed in the returned device. A body shaft rupture was observed at 7.4cm from distal tip end. No other anomalies were observed in the returned device. Leak test could not be performed due to a leak observed in the body shaft at 7.4cm from distal tip end. The unit was sent at sem analysis to identify the root cause of cut. Results showed that the sample presented evidence of elongations. This condition observed suggest that the sample was induced to a flexion force that could cause the rupture; since the rupture is located on the fusion area; probably this zone was weak at the moment of the rupture. During the analysis no evidence of abrasion or scratches were found and also the sample did not presented evidence of tool marks during analysis. Review of lot 15751567 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon leakage¿ could not be confirmed as leak testing could not be performed due to a confirmed body shaft rupture with evidence of elongation. The exact cause of body shaft rupture could not be determined. Based on the information available for review, clinical factors contributing to the event could not be determined. Neither the DHR review nor the product analysis or the sem analysis suggests that the failure experienced by the costumer could be related to the design and manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.